Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 509 mg/dl. The customer treated with manual injections. The customer was assisted with reservoir change. The customer was able to do an infusion set change. The customer stated that she vomited and the cannula was crimped. The customer declined to troubleshoot for high readings.